Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The complainant alleged that during use, the device generator broke in two pieces.

Manufacturer narrative:
Visual inspection of the unit under test (uut) found the subassembly consisting of the jet body and the receiver had failed, separating at the ultrasonic weld. The contract manufacturer of the infant flow lp generator was contacted to review the device history record (DHR), ultrasonic welding process, inspection controls, and any relevant process trends. The DHR review confirmed the following: the welder operated within the approved process window, no nonconformities were identified during the quality inspection sampling plan, and no issues related to welding conditions were observed during recent production runs. A definitive root cause for the separation was unable to be determined during the investigation as no manufacturing deficiencies were identified. The component was found to be defective.

Manufacturer narrative:
H3: the infant flow lp device was returned for investigation. Visual inspection found the subassembly consisting of the jet body and the receiver had failed, separating at the ultrasonic weld bond. The complaint was confirmed and the cause was found to be due to a manufacturing assembly error. G1 - contact information has been updated.